Event description:
(B)(4) essure was provided by insurance. On (B)(6) 2014 was around when I had my first infection.

Event description:
(B)(4). Here are notes I've been keeping: since 2014 I've had about 5 infections rashes, back pain, depression, gained 30lbs since I got essure, back pain, extremely heavy periods that last 7 days or more and start every 3 weeks, significant hair loss and changes in my hair texture, it's as if it's dead and not receiving nutrition. I've had strange infections in my mouth, can't sleep, extremely tired all the time, I've developed a gluten intolerance. Around 10.15, I noticed my hair falling out in clumps. It's been about 9 months and my hair has fallen out and continues to fall out at a very rapid pace the texture has changed its now baby fine. (B)(6) 2016, I woke up with severe back pain. I started my period on (B)(6). I've had an MRI. Results came back with nothing. Since the essure has been in place, I have had very heavy menstrual bleeding and at least 5 cases of bacterial vaginosis. I had neither of these problems before the surgery. About 3 weeks ago, my left hip started hurting. I've also developed molluscum contagiosum. The doctor said this is like chicken pox once you get it I'll never get it again. I've had this rash for about 2 months now. I have never had anything like the hip hurting or the rash before essure. None of these symptoms were present before the essure was inserted. I met with my doctor to have them removed after another doctor I saw said to "have the (B)(6) things removed." This device has been ruining me as a person the past couple years. This needs to be reported. I have started the process of having essure removed. I want them out as soon as possible.